Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirteen months post initial tka, the 59 y/o male patient had a revision due to poly wear. Patient¿s insert changed. There was no breakage of device and there was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays and photos. The device is not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
H3: the revision reported was likely the result of wear of the tibial insert. The cause of the wear could not be determined but may have been due to a combination of third body wear, orientation of the components, and/or patient related conditions. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.